Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime and the bolus completely emptied the reservoir. The customer also received a motor position encoder error alarm. Blood glucose value was 125 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery, and another alarm was confirmed in the alarm history screen. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.